Manufacturer narrative:
Implant date: it is unknown which date the device was implanted; (B)(6), 2012 or (B)(6), 2009.

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.